Manufacturer narrative:
(B)(4). The patient developed peritonitis on an unspecified date in 2014. A review of all batch record documents was performed for potentially associated lot numbers h13j08016 and h13i30102 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was hospitalized for the event with symptoms of vomiting, nausea and abdominal cramping. The patient was treated with unspecified antibiotic (dose, frequency and route not reported) for the event. The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available. This is report 1 of 3 involved in this event.